Event description:
A user in sweden reported receiving an alarm 20 on their insulin pump, which was confirmed in the pump's history. There was no additional information provided regarding the impact on the user's blood glucose level. Technical support arranged for the pump to be replaced under warranty and instructed the customer to return the faulty pump, but the customer declined to disclose their backup insulin therapy method.